Event description:
On 05/05/1997 a call was rec'd stating, the doctor had trouble with the lock during initial positioning. The clamp would not lock and during the attempt to get the clamp to lock it slipped and the laceration occurred. Sometimes it locks, sometimes it doesn't. The doctor has had this problem before.